Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 555 mg/dl and over 500 mg/dl. The customer also stated that they had symptoms like pneumonia and difficulty in breathing. The customer was treated with intravenous and bolus. The customer did not want to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.